Event description:
It was reported that the day after the intra-aortic balloon (iab) was inserted, the console generated an auto-fill failure alarm and blood was seen in the helium line. It was noted that the console resumed pumping. Physician was called and made the decision to continue therapy since the console was still pumping. It was later reported that the console generated an alarm and dried black sediment was seen in the drive line. The iab was then removed approximately one and a half hours after the issue first appeared. The iab was not replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. The extracorporeal tubing was returned cut in two parts. Additionally four kinks were found on the catheter tubing approximately 46.5cm, 47.8cm, 49.0cm and 75.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the catheter, y-fitting, extracorporeal and extender tubing was performed but the leak could not be located. The condition of the iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported problems, and the dried blood within the catheter is an indication of a leak. We were unable to determine how the leak may have occurred since the leak site could not be found during testing. The evaluation confirms the reported events. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2020 to dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.